Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 30mg/ml at 5.5mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that at the last 2 refills the patient feels overdosed 20 minutes after the refill. The patient reports feeling euphoric, out of it, feels sick, and throwing up. Per the reporter within an hour patient symptoms goes away and the patient feels fine. At the refill today, (B)(6) 2016, the physician had the patient sit in the office and the patient reported feeling different, more sedated and sick 20 minutes after the refill. The reporter saw the patient's hands shaking. There have been no changes in medication and no volume discrepancies. The reporter wanted to know what could be the possible cause of the symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.